Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that intraop testing during a battery change showed contacts 2,3,7,and 8 through 15 were out. Issue discovered in the or during battery change when testing the lead.  Patient reports not having the battery on and charged for over a year. Leads placed 2009.  Connectivity and impedances checked intraoperatively contacts 2,3,7,and 8 through 15 are out. Will be replaced in the future. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4) ubd: 12-oct-2013, UDI#: (B)(4), product ID: 3778-60, serial/lot #: (B)(4) ubd: 12-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2022. The rep reported the cause of the "leads being out at ins replacement" was not determined. They explained it was discovered during testing during the surgery. No actions were taken at the time of the surgery when the issue was discovered. The issue was not resolved. The rep was planning on programming around the electrodes that were not working. The rep noted an x-ray was taken to chart and utilize as a guide. The patient was going to be consulted on the possibility of a revision during the post-op appointment when the doctor would be present. The date of that appointment was still pending/unknown.

Manufacturer narrative:
Continuation of d10: product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2009. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reprogrammed on available electrodes, coverage on right side of body only at this time. X-rays did not identify any lead issues that could explain the electrodes being "out." Patient will see how the coverage helps her at this time, if she wants coverage on her left side she will make plans with the doctor for a possible lead revision.